Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD) changeout procedure, due to a miscommunication, the device was thought to be turned off at the time the physician began cautery. However, as the device was still on, it detected the cautery and delivered a shock to both the patient and the physician. The device was then programmed off and explanted and replaced normally. No further patient or physician complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.